Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had multiple no delivery alarms. The customer stated that he had gone through troubleshooting several times, and nothing had corrected the issue. Blood glucose level at the time of the incident was above 500 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received no excessive no delivery alarm during our testing. The insulin pump passed prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.